Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the lost image could not be identified. However, it's likely the cause is related to the use of a generator manufactured by a different manufacturer. The event can be detected/prevented by following the instructions for use which state: 6.1 precautions for operation. ¿ combination with other equipment. - use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. - before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that two of his olympus evis exera iii video system centers were not producing an image during a diagnostic colonoscopy procedure. According to the initial reporter, the procedure was prolonged 20-30 minutes, but was ultimately able to be successfully completed with the subject device without any patient harm. This is event 2 of 2. For details relating to the first event, please see report with patient identifier (B)(4).

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, several trouble-shooting options were explored. The customer did note that the subject devices were used with a cautery grounding pad. Upon further examination, the cautery loops may have been too close to the end of the scope. It was later discovered that the cautery until had long since expired and the shield was not functioning properly. A new cautery unit was tested with the towers and there were no longer any imaging issues noted. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.